Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtms), however, the grips moved in the opposite direction. Motion issues can be caused by something else in the backend. However, no damage to the back-end components on the instrument was found. The complaint was confirmed by failure analysis

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted. Based on the video it does appear that there is some up and down movement of the clip applier on its last fire. This up and down movement being repeated in air after the clip has been fired. Without a concurrent view of the surgeons hands at the master tool manipulator (mtms), they cannot determine if this was unexpected movement from the instrument or if this was commanded at the surgeon side console (ssc). If this motion was indeed uncommanded the instrument will need further failure analysis inspections to determine the root cause of this movement. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the tip of the jaws of the horizon small clip applier (hsca) instrument rose up unexpectedly when the surgeon closed the instrument jaws. The issue occurred in the first and third usage. The second usage of the instrument was normal. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used the same hsca instrument to continue with the procedure. The reporter confirmed there was no patient injury.